Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day after this left ventricular (lv) lead was implanted, it presented with high pacing threshold values and loss of capture. It was determined that the lv lead had dislodged. A revision procedure was performed and this lv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The lv lead was discarded and will not be returned.